Event description:
Customer contacted on (B)(6) 2010. Pmt stating that the tissue expander was leaking inside the pt. Pmt received the product back for investigation on (B)(4) 2010 from the customer. When the product was received at pmt we received two expanders instead of just one. The expanders were not labeled as to which one is the one that was reportedly leaking inside the pt, so an investigation on both expanders was conducted.

Manufacturer narrative:
Pmt conducted an investigation of the product on (B)(4) 2010 with the following conclusion; the first expander that was investigated, has a confirmation of a small cut on the top of the tissue expander. It was confirmed that there is a small hole and tear next to the internal port in the shell. The second expander had two large cuts. The first cut is located between stage one and two. The cut is v shaped and is over 1cm long in both directions. The second cut is where the silicone tubing meets the expander shell. This cut almost severed the tubing completed from the expander. The cuts that were confirmed would have been caused by sharp object during the insertion process of the tissue expander. Puncture could not have occurred during the mfg process. Product was damaged by end-user during application.